Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that their infusion set¿s cannula bent causing their blood glucose to go high. The customer also reported that they were hospitalized on (B)(6) 2017. Their blood glucose level at the time of admission was over 900 mg/dl. The customer had was in a comatose state. They got their blood glucose back down with shots. They were wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting for the high blood glucose and the bent cannula. The device will not be returned for analysis.